Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 10/05/09, inratio: 1.1, ref: 10.71, mean: 5.91, confidence limits: unable to determine. Per event details, lab test was conducted right after inratio result was obtained. Pt was on lovenox. The mean is >5.0 and the difference is greater than 2.2, these results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/ investigation is required. Previous in-house test on strip lot 216969 from (B)(4) revealed no discrepant results on referenced and in-house meters. As of today, product is not expected to return. No further investigation is required. Investigation found end-user's discrepancy in testing was the result of using lmwh in pt. Product limitation warning was to users not to test pts on heparin therapy. Advice to the end-user was provided. No correlation will be studied on pts not on heparin. Further investigation is not required at this time. No corrective action required at this time. As of 10/13/2009, seven discrepant result complaints were reported for lot #216969 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 1.1, lab: 10.71.